Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent the implantation of a mesh for a ventral hernia repair. She had revision surgery 1 year and 7 months post surgery. The patient experienced hernia reoccurrence, adhesions and pain.